Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device "pacing output fluctuates". There was no reported patient involvement.

Manufacturer narrative:
It was reported to philips that the device "pacing output fluctuates". The incident involved a patient found in cardiac arrest. The patient was connected to the device using pads leads and the AED mode. The patient's rhythm was asystole and CPR was performed. Then the patient's rhythm was read as "vfib" (ventricular fibrillation) and the device was used to shock the patient. When the shock was delivered, sparks were observed to come from the pad lead attached to the patient's left lower chest. The clinicians replaced the pads leads with a new set of pads leads and the rhythm check performed by the AED mode kept reading "configuration lost". After attempts to troubleshoot, a new AED device was obtained from another department. The hospital's risk manager, stated in the medwatch that the patient later expired but the death was due to unrelated disease and not the AED device. A philips field service engineer (fse) / authorized service personnel (asp) was dispatched to contact the customer. Per the customer the pacing output fluctuates. He has tested the cables with another xl defib and found the problem is not the leads. The customer sent the unit to the bench for repair. The fse asked the customer not to send the battery or cables. The device was received at bench repair on 09 october 2017. The reported issue was confirmed and traced to a faulty control pca and therapy port bad connection. The customer declined service and repair and requested the device be returned unrepaired. The bench repair technician made the customer aware that the device is not fit for use and remains defective. The device was returned to the customer unrepaired and remains with the customer. Philips cannot rule out a malfunction of the device at the time it was reported. There is no indication of a systemic problem; no further investigation or action is warranted. No further communication was requested and no further communication is indicated.